Event description:
On 2025-may-23 information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that therapy is not helping patient stop going to the bathroom so often. Caller reported patient is waking up 3-4 times a night and having about 4 leaks a day at least. Caller stated they have tried increasing stimulation and reported patient was having pain in the scrotum, so they backed stimulation down and patient is still running to the bathroom like crazy. Caller reported every time patient gets up, they have to run to the bathroom. Reviewed therapy overview. Walked caller through how to connect with patient's implant to check therapy status. Caller initially reported getting device not responding when trying to connect on the call. Caller confirmed following repositioning communicator on implant successfully connected with implant and confirmed therapy was on. Caller then stated patient got a call back from the rep and took rep's call. Caller will continue to work with rep for therapy adjustments. On 2025-jul-07 additional information was received from the patient. They reported that repeated information previously noted regarding therapy not helping patient. Caller stated patient had been adjusted to program 7 and that helped for a couple of days, but since then patient was leaking all day and has to change several times a day. Caller again stated that increasing stimulation was uncomfortable for patient so caller decreased stimulation back down to a comfortable level and symptoms continued. Caller stated patient was having a continuous leak. Caller stated they had tried to contact the representative (rep) but have not heard back. Agent reviewed therapy adjustment options and redirected to hcp. On 2026-mar-02 additional information was received from a patient representative. They reported that the patient thinks they need to increase their stimulator because it's not doing anything. Caller said that the patient has had a return of symptoms for so long and the patient is constantly leaking urine. Caller said that it's been quite a long time and they haven't addressed the symptoms. Caller said that they had the program set for once a week. Caller said the patient is at program c. Caller access their patients ins and increased the stimulation over the phone. Agent overheard the conversation between caller and patient that the patient felt like they were in an electric chair after they increased the stimulation. Patient confirmed to the caller that the stimulation is in a comfortable level at the end of the call. Agent reviewed therapy guidelines. Caller said that they contacted the manufacturing representative (rep) but hadn't heard back. They have an appointment on (B)(6) 2025 and would like the rep to be there, so the rep was notified about the patient's appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.